Manufacturer narrative:
(B)(4). The root cause of the overprime was undetermined. A batch review was not performed as the lot number was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report the patient line was overpriming. The baxter technical service representative (tsr) explained the patient line priming process. The tsr notified the peritoneal dialysis (pd) nurse and explained the problem the home patient (hp) was having with the set-up. The pd nurse stated she would contact the hp. No patient injury or medical intervention was reported at the time of the initial call. Product surveillance spoke to the pd nurse. Per the pd nurse, the patient was seen in clinic last week and did not report any problems with her therapy. The pd nurse stated the hp was doing fine with the cycler. There was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.